Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 3 (cat3). During the procedure, the physician had difficulty advancing an indigo system separator 3 (sep3) through the tip of the cat3 and noticed that the cat3 was kinked. The cat3 was removed from the patient and the procedure was completed using a new cat3 and the same sep3. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the indigo system cat3 aspiration catheter (cat3) was ovalized in multiple locations throughout its length, including 1.0 cm from the distal tip. Conclusion: evaluation of the returned device revealed it was ovalized in multiple locations throughout its length. This type of damage typically occurs due to improper handling during use. If the cat3 is forcefully compressed or pinched during removal from the packaging or insertion into the patient, damage such as this may occur. The sep3 mentioned in the complaint was not returned for evaluation. Penumbra catheters are 100% visually evaluated during in-process inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.